Event description:
It was reported the pt experienced a shocking or jolting sensation and an "overstimulation" sensation. No other info was provided. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).